Event description:
Healthcare professional reported against right side exchange from textured to smooth due to concern with the product and then later reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported against right side exchange from textured to smooth due to concern with the product and then later reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Green particles of the surface of the shell. No further actions are required as the device was implanted.